Event description:
It was reported that tip break occurred. The target location was located in the right iliofemoral vein. An angiojet zelantedvt catheter was selected for use. During preparation, it was noted that the system showed "check for catheter kinks" error message. The console was reset but the same error message still came up and then system alerted to replace the catheter. The physician tried to check the catheter and found a crack on the outside of the tip of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that tip break occurred. The target location was located in the right iliofemoral vein. An angiojet zelantedvt catheter was selected for use. During preparation, it was noted that the system showed "check for catheter kinks" error message. The console was reset but the same error message still came up and then system alerted to replace the catheter. The physician tried to check the catheter and found a crack on the outside of the tip of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a zelantedvt thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually inspected. Inspection of the device presented no damage or irregularities to the tip, shaft, or the device. The waste bag was cut-off, when received and not returned for analysis. Functional testing was performed by placing the device in the angiojet ultra console. Testing consisted of running the complaint device through the full priming cycle and 120 seconds in thrombectomy mode. The device ran within normal range without any fluid in the pump or leaks from any the pump assembly and there were no console errors/alarms..